Event description:
It was reported the catheter was protruding through the spine causing discomfort. The location of the issue was the proximal segment of the catheter. No troubleshooting was performed as of the time of the report, but it would be performed in the future. It was unknown if any patient symptoms or complications were associated with the event. The drug being delivered by the pump at the time of the report was unknown. It was noted the patient was discharged from the care of his health care provider (hcp). It was later reported the patient was ¿suffering¿ from the pump.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n067445, implanted: (B)(6) 2006, product type accessory; product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).